Event description:
Customer reported that during a procedure, the image on the workstation monitor flickered and then completely disappeared. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera power supply pcb. System operates as intended.